Event description:
The patient reported a lack of therapeutic benefit after pump implant; inadequate pain control. The patient resumed oral medication. The patient status was reported to be "fine". The pump serial number was within the suspected missing propellant population, so a replacement was being considered. The pump was used to deliver clonidine.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.